Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose levels of 40 mg/dl. The customer alleged the control iq software was ¿over correcting¿. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.